Event description:
It was reported that after a laparoscopic splenectomy procedure, the instrument loaded with a blue cartridge was fired to cut hilum lenis at the first firing. There was no difficulty in firing and the staple seemed to be deployed properly. No bleeding occurred. While the device was cleaned after the firing, oozing occurred a little beside the staple line. The oozing was stopped with surgicel and ligation by clip. Since no bleeding was found from the target tissue, the abdominal cavity was closed. About three hours after the surgery, blood was found in the drain and the patient required re-operation to stop the bleeding. Ligation was performed. The patient left the hospital (B)(6) after the operation. The customer disposed of the device and reload. Additional followup: the doctor commented as follows; as the target tissue included the adipose tissue, a blue cartridge was selected on this operation. The doctor thinks that a white cartridge should have been selected for this target tissue. But, it was unknown which cartridge was proper. During the operation there were no anomalies on the instrument's function. The bleeding point after the procedure was the same with the oozing point which was confirmed in the initial operation. It was confirmed that the staples were proper b-formed at the reoperation. The bleeding amount was 50cc during the initial operation, and 500cc during the reoperation. No blood transfusion was required for the patient during either operation." We are very pleased to inform you that the surgeon seems to understand that choice of proper cartridge is important to avoid bleeding. The local rep will continue to reinforce proper in-service for the surgeon.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.